Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained following a review of the call by medical surveillance. The patient reported that the meter stopped powering about a week prior to contacting lfs, on the morning of (B)(6) 2017. The patient manages her diabetes with insulin and she reported that she had taken 3 more units of insulin after a doctor¿s office visit. This sounded like a visit some time prior to the alleged issue as she indicated that her ?a1c was previously at ¿7 and 8¿ and now ¿I¿m 11¿ and she reported that she needed to reduce her blood glucose level prior to having surgery. The patient also reported that she ¿didn't eat because I couldn't figure out my sugar level¿. She indicated that she had experienced a number of symptoms; ¿if I felt dizzy or shaky then I ate a little more¿. The patient also reported that on an unknown date and time, she had obtained a blood glucose result on a hospital meter of ¿260/270 mg/dl¿. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and based on the information provided there was no misuse of the product. The cca confirmed that the patient was using correct onetouch ultra test strips; however, these had expired in (B)(6) 2017 and the meter would not turn on when a test strip was inserted or when the power button was pressed. Based on the information provided, the meter¿s batteries did not need to be replaced. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event, i.e. Dizzy or shaky, after the alleged product issue began.